Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 months post implant, the patient was seen in clinic and lab tests showed an elevated lactate dehydrogenase (ldh) level. The patient also had elevated liver enzymes with a down trending hemoglobin level of 9.3 and "tea colored" urine. The patient was admitted and a ramp study was completed the following day, however, the results did not confirm a clot. The patient was started on high dose heparin and a partial thromboplastin time (ptt) goal was set for a value in the "70 to 80" range. During his admission, the patient's vad parameters have remained stable. His power remained at a baseline of 6.5 to 7 with a few transient power spikes. A decision was made to exchange the device. The patient underwent a pump exchange and remains ongoing with the new lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.